Event description:
It was reported by the rep that the (1) mcs20 was used during a mastectomy procedure. It was reported that the mscs20 loaded the first clip during the mastectomy but would not fire. The case was completed with another mcs20 and there was no consequece to the pt.